Event description:
It was reported that the patient underwent a revision procedure due to the pump could not 'bounce', the liquid in the reservoir could not flow into the device with an inflatable penile prosthesis (ipp). During the procedure the physician attempted some troubleshooting steps and found that the pump would work outside the patient but not inside the patient the ipp pump was explanted and a new ipp pump was implanted. There were no patient complications reported.

Manufacturer narrative:
Product analysis confirmed the reported events. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump in resulting inflation issues. Product analysis confirmed pump malfunction.s

Event description:
It was reported that the patient underwent a revision procedure due to the pump could not 'bounce', the liquid in the reservoir could not flow into the device with an inflatable penile prosthesis (ipp). During the procedure the physician attempted some troubleshooting steps and found that the pump would work outside the patient but not inside the patient the ipp pump was explanted and a new ipp pump was implanted. There were no patient complications reported.